Event description:
The doctor had an allergic reaction to the gloves which resulted in needing to go to the emergency room. The doctor's left hand was swollen and had to take antibiotics for about a week. We have been unable to obtain any additional information regarding treatment after several attempts.